Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, during insertion of ans tna intramedullary nail, the driving cap started to disassemble itself, making it impossible to insert the nail unless we stopped, reassembled the driving cap, and then began malleting again. Removed the driving cap from the insertion handle. Reassembled the driving cap and pieces. Attached the driving cap back on the insertion handle and then proceeded to insert the tibial nail. Procedure was delayed by 5 minutes. The procedure was successfully completed. There was no patient consequence reported.

Event description:
Additional information received states that it was a driving cap, used to insert an intramedullary device. It broke outside of the patient, so nothing was implanted or explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 corrected: g1 and h4. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.043.028, driving cap has broken and the pull button is separated from the compression spring. A functional evaluation was not possible to preformed due the device was not returned for evaluation. However, the broken condition is directly related to the unable to assemble allegation. Therefore, this condition can be confirmed. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the driving cap would contribute to the complained device issue. Based on the testing performed by materials and testing, the root cause can be determined to be traced to the user. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review product code: 03.043.028 lot number : 21456204 release to warehouse date : 07.jan.2022 expiration date : na supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.